Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the purge assembly area confirmed a ripped/ missing blue retainer. The missing/ broken retainer led to console inability of detecting purge fluid. Therefore, the root cause of the purge disc/flag issues was due to a defective component. Before returning the console, the purge disc retainer was replaced and a functional check was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the purge disc connector was damaged. Unable to move past start case screen with soft keys. Attempted to turn off and turn console back on without result. There was no reported harm or injury to the patient.